Event description:
It was reported that during a lap colon procedure, the device did not function. Took new instrument. No pt consequence.

Manufacturer narrative:
D4;h4, 6: information is anticipated, but unavailable at this time.